Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The camera was returned to the manufacturer. Functional testing found that the component had an illuminator error. The camera was not functioning within specifications.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera software showed amber lights whenever site logged in, but lights appeared green on boot up. Manufacturer representative noted that ndi toolbox listed camera as "laser battery fault". There was no patient present when this issue was observed.

Manufacturer narrative:
Additional analysis performed by the vendor confirmed that the issue was isolated to a faulty mainboard and optical bench. If information is provided in the future, a supplemental report will be issued.